Manufacturer narrative:
Exact date unknown, event occurred 2 weeks from the implant date. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7079797.

Event description:
It was reported that the patient experienced stiffness in the neck following a magnetic resonance imaging (MRI) in the shoulder. The patient was prescribed with muscle relaxer.

Event description:
It was reported that the patient experienced stiffness in the neck following a magnetic resonance imaging (MRI) in the shoulder. The patient was prescribed with muscle relaxer. Additional information was received that the database cannot determine the root cause of the reported clinical observation. The database logs do not indicate any ipg issues.